Event description:
The svc report shows that while performing preventive maintenance on the unit, the co svc tech (st) verified the device did not pass the volume delivery testing. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.